Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical products: unknown cup, catalog # ni, lot # ni; unknown liner, catalog # ni, lot # ni; femoral head sterile product do not resterilize 12/14 taper, catalog # 00801803202, lot # 60847584. Therapy date: (B)(6) 2017. Multiple MDR reports were completed for this event. (B)(4).

Event description:
It was reported that the patient's hip arthroplasty was revised due to trunnion wear and corrosion. The head and liner were revised.